Manufacturer narrative:
Draeger has started an investigation, a follow up report will be submitted upon completion.

Event description:
It was reported during telemetry monitoring, the m300+ device failed to generate a visual or audible alarm when the patient entered ventricular tachycardia (vt) for approximately 30 seconds. Alarm settings were enabled at the time. There was no adverse patient impact.

Event description:
It was reported during telemetry monitoring, the m300+ device failed to generate a visual or audible alarm when the patient entered ventricular tachycardia (vt) for approximately 30 seconds. Alarm settings were enabled at the time. There was no adverse patient impact.

Manufacturer narrative:
A draeger field service engineer confirmed that the ics and m300+ devices are functioning properly and were working as intended at the customer¿s site. The ics and m330+ logs were not made available for the reported date of event so it is not possible to see why the device did not alarm for ventricular (vt). Although several requests were made for additional information, a limited amount was provided. Without the specific logs and information necessary for a detailed investigation, it is not possible to fully determine what was occurring with the patient and the bed during the time of the reported event. This cannot be confirmed based on the information and logs supplied for this investigation. No further logs or information are currently available so the precise root cause for the reported behavior could not be determined.